Event description:
The surgeon was in the joint and put the blade to tissue, and he noticed the lubricant, which came off of the blade had "stained the chondyle". Surgeon continued using this blade as he tried to remove the lubricant from the tissue. Sales rep stated that not all of the lubricant was able to be removed. He said it stained the chondyle. He was able to confirm that this facility does not reprocess their blades.

Manufacturer narrative:
No product is being returned for evaluation.